Event description:
It was reported that secondary to an av node ablation procedure, the right atrial lead had high threshold and high impedance, and it was also undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).